Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during the seltinger technique the dilator was ruined in the front part very easily, with the first difficulty in the tissue dilator being damaged and could not be used. A different dilator from another set was used to finish the procedure.

Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The dilator was visually examined and the tip was found to be damaged, with a portion of the tip material being peeled back. This damage is consistent with interaction with a guidewire. The length of the dilator, and inner diameter of the dilator tip were measured and were found to be within specification. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product states to, if required, enlarge the cutaneous puncture site with the cutting edge of a scalpel prior to using the dilator. The customer reported issue of the dilator tip being found damaged during use was confirmed during the sample investigation. Visual inspection was performed and the dilator tip was identified to be damaged in a manner consistent with interaction with the guidewire during use. Dimensional inspection was performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Based on the information received and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that during the seltinger technique the dilator was ruined in the front part very easily, with the first difficulty in the tissue dilator being damaged and could not be used. A different dilator from another set was used to finish the procedure.